Manufacturer narrative:
The investigation could not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant results for fourteen patient samples tested with ise indirect na for gen.2 on a cobas 8000 ise module. The initial sample values were reported outside of the laboratory. The reporter stated that controls went outside of range, so the previously run samples were repeated. Corrected reports were issued for the repeat values. No units of measure were provided. The na electrode lot number and expiration date were requested, but not provided.